Event description:
Following procedure sternal retractor was returned from field and found to be missing small plastic release mechanism. The field and floor were examined for missing piece but was not found. Chest x-ray taken piece not visible.